Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/06/2019. A follow-up report will be submitted once the investigation has been completed. Correction: the FDA registration number used in the initial report was incorrect. Reference MFR# 2032640-2019-00020.

Event description:
It was reported that the ventilator has a touchscreen issue and detects "bad touch" no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05apr2019. MFR site: correction. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17may2019. A touchscreen was return for analysis. An investigation was performed and the customer complaint of ¿touch screen unresponsive¿ was confirmed. Touch screen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.